Event description:
It was reported that during the implant procedure, impedances on electrodes 5, 6, 7, and 11 were greater than 10,000 ohms. Reconnec ting/wiping down the lead didn't resolve the issue. The lead was checked on a multi trialing lead cable with the same results. Higher voltage also led to the same results. The physician replaced the lead with a surgical paddle and everything was then within normal range. The cause of the issue was not determined. The patient was noted to be doing well and receiving effective therapy.

Manufacturer narrative:
Lead model 39565, serial# (B)(4), implanted: na, explanted: na. (B)(4).

Manufacturer narrative:
Analysis of lead model #39565, lot # z887792025h found no anomalies. (B)(4).